Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 64 and blood glucose was 144 mg/dl. Customer reported that when sensor was removed, cannula was bent. Customer believed that sensor may have been expired but was not able to verify or troubleshoot due to being at work. Customer would call back.